Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case, lower case, bail covers and ring cover were broken and contaminated, the battery contacts were compressed, the bail was bent and the ring and battery drawer o-ring were missing. (B)(4)

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.